Event description:
It was reported that the patient had a previous transforaminal posterior lumbar interbody fusion and laminotomy at levels l3-l4 with l3-l5 posterior segmental instrumentation with click''x'' on an unknown date. The patient was treated on (B)(6) 2013 for additional posterior lumbar fusion at l4-s1 with click''x'' for adjacent level disc disease. On an unknown date the patient returned to the surgeon complaining of device related pain. An exam and x-rays taken on unknown date determined a non-union and that one of the click''x'' 3-d heads popped off of the click''x'' bone screw. The surgeon returned the patient to the operating room on (B)(6) 2013 to remove and replace the click''x'' screw and 3-d head. All other hardware was intact and remains implanted. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.